Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, the rv lead exhibited high, out-of-range pacing impedance. The rv lead was not implanted, and a replacement was implanted on (B)(6) 2026. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.